Event description:
It was reported that the patient's ipg was unable to communicate with external devices and therefore the patient stopped charging their ipg for years and the ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.